Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had pump error. The customer stated that they were able to clear an alarm but unable to complete rewind of insulin pump. Customer also stated that fill cannula was recorded in daily history, self test of insulin pump was passed and error table does not indicates insulin pump was cleared active insulin. No harm requiring medical intervention was reported. The device will not be returned for analysis.